Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported there was a vent fail during a case. No patient injury reported.